Event description:
It was reported that there were concerns this cardiac resynchronization therapy defibrillator (crt-d) exhibited loss of capture (loc). Technical services (ts) reviewed the reports and noted that there was possible loc or farfield oversensing in the presenting electrogram (egm) but could not confirm one or the other. Ts reviewed an atrial tachy response (atr) episode and noted that there was functional non-capture. Ts discussed that there is potential undersensing of the atrial fibrillation (af). Ts recommended troubleshooting actions and reprogramming options. No adverse patient effects were reported.